Manufacturer narrative:
(B)(6).

Event description:
It was reported that the anchor failed to deploy. Surgical technique as per usual, appropriate drill and drill guide used. A backup device was available to complete the procedure with no patient injuries.

Manufacturer narrative:
One (B)(4) suturefix ultra anchor 1.9mm suture anchor received. The complaint stated: ¿it was reported that the anchor failed to deploy. Surgical technique as per usual, appropriate drill and drill guide used.¿ the handle body, button, trigger and suture cover are all intact and undamaged. Sutures and anchor were returned attached to the device. The outer shaft has no obvious damages. The deployment sliding ring was found in a pre-deployment position. Testing proved successful deployment action. Inspection of the inner shaft and fork confirmed a twisted fork and a fractured fork tine. The small broken portion of tine was absent. The sutures are frayed and torn. The anchor was previously cinched which conflicts with the position of the deployment mechanism as found. The suture and textile anchor was attached. The anchor was returned cinched. The sliding deployment ring had been activated prior. Smith and nephew suturefix anchors are intended for the reattachment of soft tissue to bone. Following IFU recommended prep is essential for successful anchoring and repair. Per IFU: ¿implantation of the suture anchor requires preparation of the insertion site. Predrilling with the appropriate smith and nephew drill bit is the preferred method of site preparation. Recommendation for this product is a 1.7mm drill bit. This ensures proper hole depth is achieved which is critical for proper anchor seating. Once seated do not rotate the suture anchor device in the bone as this may cause device failure. Pull back slowly on the handle to remove insertion device. The anchor will remain in the bone¿. IFU also highlights several precautions that can affect successful fixation. ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ no root cause related to the manufacture of this device was confirmed.

Event description:
It was reported that during a left mpfl reconstruction the anchor failed to deploy. Surgical technique as per usual, appropriate drill and drill guide used. A backup device was available to complete the procedure with no patient injuries or significant delay.